Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient was experiencing ipg pocket site discomfort. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.